Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was elevated. Corrections were delivered via the pump to address bg. The contact declined further information.